Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information was received on december 7, 2015 indicating that there was an additional faulty pcb00 lens involving the same patient on the same day of the procedure. It was reported that the lens did not unfold correctly in the patient's eye; the customer had to use another lens from their bank. No further information was provided.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No damages were observed. The 1-piece iol was observed assembled as required on the device, however after handling, it was observed stuck in the inserter and overridden by the pushrod. Manufacturing records were reviewed and the pcb00 units were manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.